Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Analysis of the catheter, model# 8709sc, sn (B)(4), found no significant anomalies. (B)(4)

Event description:
It was reported that the patient had fallen on (B)(6). Eight days later, the patient had a MRI on her shoulder. Two days after that, the patient started feeling horrible ¿just like when the catheter broke before¿. She was experiencing increased pain, less than 50% therapeutic relief, and was not feeling well. It was indicated that the issue was unknown at the time of report, but they were in the process of troubleshooting and there was a possible catheter break. The drug used in the device system was unknown. Refer to manufacturer report #3004209178-2012-06674 for details pertaining to the prior catheter break.

Event description:
Additional information received reported that the catheter was replaced on the date of the report due to no cerebrospinal fluid (csf) flow. A dye study was performed and the cause was not determined. The issue was stated to have resolved with replacement. The patient's status at the time of the event was stated to be alive with no injury. The pump was used to deliver morphine. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).